Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: manufacturer¿s analysis confirmed the customer comment that the stylus did not correlate with the cursor on the display screen of the programmer; the overlay was identified as the source of the issue. The programmer was scrapped due to lack of parts. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the stylus touch-pen of the programmer did not correlate with the cursor on the display screen of the programmer, and it did not re-calibrate correctly. The programmer has been returned as an exchange. There was no patient involvement.